Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the patient received an inappropriate shock due to external electromagnetic interference in the form of nonphysiologic noise and an increased sensing integrity counter (sic). It was suspected that the emi was due to a knee procedure. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.